Event description:
Article entitled ¿application of two formulations of aminomethylcyclic acid in the elderly effect of total hip arthroplasty for fresh femoral neck fracture¿ written by chen xinghai in 2020 was reviewed. The purpose of the study was to investigate the clinical effect of two different formulations of tranexamic acid on elderly patients with fresh femoral neck fracture undergoing total hip arthroplasty. 57 patients were involved and implanted with johnson and johnson total hip. Adverse events: 5 patient developed deep vein thrombosis (no indication of treatment). 1 patient developed a pulmonary embolism (no indication of treatment). 10 patients developed nausea and vomiting (no indication of treatment). 1 patient developed a deep tissue infection (no indication of treatment).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.